Manufacturer narrative:
PMA/510(k) #: k182980. Upon receipt of investigation conclusions it has been determined that the potential risk to the patient is low. The event no longer meets the criteria of an FDA ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. This report is being submitted as a cancellation report. Device evaluation. The zib6-40-6.0-50 device of lot number c1465995 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. The user provided a photograph of the defective device as the device could not be returned to cirl for evaluation. One of the stent struts can be seen protruding from the distal end of the outer sheath proximal to the distal white tip of the device. Document review. Prior to distribution zib6-40-6.0-50 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zib6-40-6.0-50 of lot number c1465995 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1465995. There is evidence to suggest the user did not follow the instructions for use (ifu0040-6). The japanese packaging insert (c-ci0405d11) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. This may cause and/or contribute to resistance during advancement which may result in the user applying inadvertent forward force to advance the device to the target location. From the information provided it is known that the user encountered resistance during advancement before observing that the stent strut had protruded through the outer sheath of the device. It is known that the device was being used to treat a chronic total occlusion (cto) and the angle of the bile duct was acute/strong, and the user encountered resistance when delivering the stent. It is likely that the resistance encountered during advancement resulted in the stent protruding through the outer sheath of the device. It is known that the user completed the procedure without any issues using another device zilver device of a different size. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A replacement device was used to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. The device was used for percutaneous biliary stenting. The access was gained from the abdominal part, targeting the bile duct. At first, a zilver stent (not the reported one) was placed in the bile duct. Then, the reported complaint stent was additionally used. When the physician was advancing the reported device, there was resistance. Then, he confirmed that the radiopaque marker protruded from the introducer catheter by angiography. He removed the reported device from the patient's body. Then, he used another zilver stent with different size without problems to complete the procedure. Physician's comment. I think there is a possibility that the reported stent delivery system would have interfered with the first planted stent, but I am concerned that the substitute zilver stent with different size did not cause any problems. Sales rep's comment. When I received a photo of the product from the hospital and checked it, the radiopaque marker was protruding from the part where the stent was mounted. As mentioned in the physician's comment, I think there is a possibility that the reported stent delivery system interfered with the stent that was initially placed and it was subjected to push force. However, the doctor who reported this case has used many zilver stents from before, and there was no problem with the substitute zilver stent used in the same way as the complaint one in this case. So, I reported this issue as a complaint because it is possible that the product may have been defective. In addition, the physician has been able to use other zilver stent except for the complaint one without any problem. 1 prefix zib6: 1-1 was the device used percutaneously? Yes. 1-2 where on the patient was the percutaneous access site? Abdominal part. 1-3 details of access sheath used (name, fr size, length)? Direct puncture. 1-4 what was the target location for the stent? Bile duct. 1-5 was the device flushed through both flushing ports before the procedure, as per IFU? (Yes). 1-6 details of the wire guide used (name, diameter, hyrdophyllic)? Unknown. 1-7 was the patient's anatomy tortuous or calcified? (Unknown). 1-8 was resistance encountered when advancing the wire guide or delivery system to the target location? (Unknown). 1-9 how did the physician deal with this resistance? 1-10 was the target location calcified? (No). 1-11 did the tip of the delivery system cross the target location? (No). 1-12 are images of the device of procedure available? (No). 1-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? (No). 1-14 was pre-dilation performed ahead of placement of the stent? (Unknown). 1-15 was post-dilation performed after the placement of the stent? (Unknown).

Event description:
The event description was amended on the 14-jul-2020, updated description below: the device was used for percutaneous biliary stenting. The access was gained from the abdominal part, targeting the bile duct. At first, a zilver stent (not the reported one) was placed in the bile duct. Then, the reported complaint stent was additionally used. When the physician was advancing the reported device, there was resistance. Then, he confirmed that the radiopaque marker protruded from the introducer catheter by angiography. He removed the reported device from the patient's body. Then, he used another zilver stent with different size without problems to complete the procedure.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for percutaneous biliary stenting. The access was gained from the abdominal part, targeting the bile duct. At first, a silver stent (not the reported one) was placed in the bile duct. Then, the reported complaint stent was additionally used. When the physician was passing the reported stent delivery system through the first placed stent, he confirmed that the radiopaque marker protruded from the introducer catheter by angiography. He removed the device from the patient's body. (Pr301054) then, he used another silver stent with different size without problems to complete the procedure. [Additional information on june 19th by (B)(4) based on the information provided by the rep on the same day]. The first stent placed at the distal site, and the complaint device planned to be placed at the proximal site. After pr301054 occurred, the substitute stent was placed at the proximal site.